Event description:
It was reported that the cassette isn't attached properly. It happened before infusion. There was no patient involvement and no harm/adverse event.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found: the tamper seal was not broken. This device is used, decontaminated and not in original packaging. There was a scratched lcd lens, worn down-stream occlusion (dso) seal and worn upstream-occlusion (uso) seal. Functional testing confirmed the reported complaint; the downstream occlusion sensor failed. The root cause of the reported problem was the inoperable dso sensor. What caused the dso sensor to become inoperable could not be established. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced dso sensor, uso seal, lcd lens, keypad, overlay, rear label and side label.